Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 3/cart 42/box lot# 73d1800012 was manufactured on 04/09/2018 a total of(B)(4) pieces. Lot was released on 04/12/2018. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544233 hemolok ml clips 3/cart 42/box for investigation. The cartridge was visually examined with and without magnification. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of the clip being "broken" was confirmed based upon the sample received. The cartridge was returned with one clip broken in half at the hinge and no intact clips remaining in it. It could not be determined exactly how or what caused the clip to break in half at the hinge. Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that the doctor found the living hinge of the clip broken after uploading into the applier.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found the living hinge of the clip broken after uploading into the applier.